Manufacturer narrative:
At the time of this report, no further patient injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device in question was returned by the user facility and was thoroughly evaluated. The device was determined to be within specifications, and therefore no device failure was detected.

Event description:
In-office balloon dilation procedure on an approximately (B)(6) male pateint. Md successfully dilated bilateral frontal sinuses. Placed device in left sphenoid, dilated once and noted csf leak. Physician used a duraseal to seal leak. Patient was kept overnight in attached surgery center for observation. Patient reportedly doing well and discharged home wihtout further issue. Physican states he was in the incorrect location for left sphenoid.